Event description:
It was reported that there was a telemetry issue. The patient had not charged her device for three to three and a half years and there was a power on reset (por) condition. Overdischarge was not confirmed. Attempts to communicate with the implantable neurostimulator (ins) using the patient programmer, patient recharger, and clinician programmer were unsuccessful. Many attempts to initiate normal charging were done using the antenna locator without success. The patient was informed that it may take six or more physician mode recharge (pmr) events to initiate normal charging. The patient was unwilling to stay for six plus hours to accomplish this and wanted to speak with her physician about just replacing the ins when the leads were going to be replaced. It was noted that the patient was alive but was not receiving therapy as the ins had no charge. Additional information received reported that the patient didn¿t want to mess with that and only wanted to get one ins going because she had already been at the appointment for a long time and she would get the other ins going later. The patient just watched the manufacturer representative during the office appointme nt and figured she would try it on her own. Two days after the appointment, the patient tried to pmr the ins, and noted that she did not speak to the manufacturer representative over the phone. The patient stated that the device came on very faint and so she did the pmr two or three times. The recharger then had a man (body) and circle that would not go away on the screen; the screen was frozen and unresponsive. It was stated that this was not an informational screen. The patient was assisted with resetting the recharger which got rid of the man (body) and resolved the screen issue. The patient attempted to communicate with the ins and was getting the reposition screen on that side. They moved it a couple of times and were still getting the reposition antenna screen; there was a communication problem. Overdischarge was suspected. It was noted that the primary reason for overdischarge was patient compliance, patient education, and health issues. The patient was never told to recharge the ins when the leads were out. She thought with the leads out she didn¿t need to recharge. The patient had also been in the intensive care unit for 14 days about four months earlier. The patient had an upcoming appointment in five days to discuss what the manufacturer representative did and discuss what day the healthcare provider would put the leads back on. No date had been determined regarding replacement. No further interventions or outcome were reported. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2013-17068 for report of the patient¿s lead issues. Please see manufacturer report # 300 4209178-2015-03569 and 3004209178-2015-03570 for report of the hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, lot# serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Product ID: 37752, serial# (B)(4) product type: recharger. (B)(4).